Manufacturer narrative:
Literature citation: zocca, paolo, md, et.al., 5-year outcome following randomized treatment of all-comers with zotarolimus-eluting resolute integrity and everolimus-eluting promus element coronary stents, jacc: cardiovascular interventions, 2018;11:462-9. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.the investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same journal article as MDR 2134265-2018-03358 and 2134265-2018-03447. (B)(6). It was reported via journal article that stent deformation occurred. The study sought to evaluate for the first time the 5-year outcomes after treating an all-comers population with newer-generation cobalt chromium-based non-bsc zotarolimus-eluting stents (zes) versus platinum chromium-based promus element everolimus eluting stents (ees). At discharge, most patients (99%) were treated with antiplatelet therapy. Longitudinal stent deformation during the index procedure was observed in 9 of the patients treated with ees and in none of the patients treated with zes.